Event description:
It was reported to boston scientific (bsc) on 03/23/2007 an occurrence of an adverse event. Clinical records requested and rec'd from the user facility were reviewed and summarized by a bsc health professional. The pt, with significant comorbid history, presented with seizures five days status/post successful stent procedure. Imaging suggests a new occlusion with collateral flow compensation in distal branches of the left middle cerebral artery. Stent was widely patent and without intraluminal clot. The reporting physician believes that the seizure may have been caused by microemboli infarcts. The pt was discharged three-days later, stable, alert and oriented, and without neurological deficit.